Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The pt regurgitated the capsule. No serious injury to the pt was reported.